Event description:
It was reported that a device was used during a sigmoid colectomy. When the device was fired, it delivered an incomplete staple line with malformed staples. The device was removed from the anastomosis through the excision of tissue. A colostomy was placed to complete the case.